Event description:
Customer reported not taking usual insulin at 6 pm. At 3 am, device = 194 mg/dl. Customer was given insulin. Customer was swollen and making gurgling sounds when breathing. The next morning between 9:30 & 10 am, customer was unresponsive. Paramedics were called. Paramedics device = 24 mg/dl. Paramedics treated customer, however type was not provided. Paramedics second test result = 67 mg/dl. Customer went to the hospital and result = 42 mg/dl. Customer was given an injection of sugar at the hospital. Control information was not provided. A request was made for return product and replacement product was sent.